Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that cage had migrated into s1 disc space post-operatively. Revision surgery was performed to explant the migrated cage.